Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose level of over 600 mg/dl. Customer¿s blood glucose was 346 mg/dl at the time of incident. Customer also experienced blood glucose level of 240 mg/dl. There was no leak and air bubble. Customer did not allege under delivering. The insulin pump will not be returned for analysis.